Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, urinary tract infection, hematuria, abdominal pain, nausea, vomiting, diarrhea, blood in urine, flank pain and appendectomy. Concurrent conditions included crohn's disease. Concomitant products included azathioprine since (B)(6) 2016 and infliximab (remicade) since (B)(6) 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems: mental anguish / psych injury") and depression ("psychological or psychiatric problems: depression / psychological injuries"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with morphine, nsaids, paracetamol (acetaminophen), prochlorperazine, ranitidine hydrochloride (zantac) and surgery (unilateral salpingectomy). At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : essure confirmation test reported as no. If no removal planned, select reason(s): unable to afford surgery. Discrepancy noted in essure removal: essure removal date as (B)(6) 2006 and have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no acute nephrolithiasis distal appendix to be normal, but there is indeterminate area in regards to the proximal appendix. Per radiology, clinical coordination needed for possibility of appendicitis.; on an unknown date: as non-specific thickening of the sigmoid colon and the descending colon, primarily on the left side. There is no evidence of abscess or any inflammatory pathology noted on the right lower quadrant.. Gynaecological examination - on an unknown date: no cervical motion tenderness, no adnexal masses or tenderness. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on an unknown date: final pathologic diagnoses: appendix, appendectomy: - chronic inflammation with giant cell reaction. - no evidence of perforation.. Pregnancy test urine - on an unknown date: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, urinary tract infection, hematuria, abdominal pain, nausea, vomiting, diarrhea, blood in urine, flank pain and appendectomy. Concurrent conditions included crohn's disease. Concomitant products included azathioprine since february 2016 and infliximab (remicade) since february 2016. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems: mental anguish / psych injury") and depression ("psychological or psychiatric problems: depression / psychological injuries"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with morphine, nsaids, paracetamol (acetaminophen), prochlorperazine, ranitidine hydrochloride (zantac) and surgery (unilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : essure confirmation test reported as no. If no removal planned, select reason(s): unable to afford surgery. Discrepancy noted in essure removal: essure removal date as (B)(6) 2006 and have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: no acute nephrolithiasis distal appendix to be normal, but there is indeterminate area in regards to the proximal appendix. Per radiology, clinical coordination needed for possibility of appendicitis.; on an unknown date: as non-specific thickening of the sigmoid colon and the descending colon, primarily on the left side. There is no evidence of abscess or any inflammatory pathology noted on the right lower quadrant. Gynaecological examination - on an unknown date: no cervical motion tenderness, no adnexal masses or tenderness. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on an unknown date: final pathologic diagnoses: appendix, appendectomy: chronic inflammation with giant cell reaction. No evidence of perforation. Pregnancy test urine - on an unknown date: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: case become incident. Event genital hemorrhage down graded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.